Event description:
The customer reported that the system shut down without command in the middle of procedures. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber board was replaced and a filament and generator calibration was performed. The system was then found to be operating as intended.